Event description:
Approximately one year and nine months post implantation, it was reported that while the patient was at home, the patient experienced a loss of power when replacing a battery. An elective controller exchange was performed and the batteries were replaced. There was no reported patient injury as a result of the event. A preliminary review of the controller log files revealed a "controller power-up" and "motor start" on the reported event date, indicating a loss of power on the date of the reported event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product has not been received.